Event description:
Boston scientific received information that during a follow up it was revealed that this right atrial lead had dislodged. A repositioning was scheduled. The procedure took place, and while attempting to reposition the right atrial lead it was not possible to extract the helix. A new lead was implanted, while the right atrial lead will be returned for analysis. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Upon receipt our post market quality assurance laboratory the complete lead was returned. Visual inspection revealed that the helix was fully retracted, dried blood in the helix housing, as well as a counter clockwise twist in the insulation. Detailed analysis noted a fracture in the inner coil at the weld (coils to pin welding). Laboratory analysis concluded that the fracture maybe have been a result of over retraction of the helix.

Manufacturer narrative:
Should additional information become available this investigation will be updated.